Event description:
The customer's parent called and reported that the customer went to the emergency room two days in a row. The customer's blood glucose had gone up to over 600 mg/dl after the customer ate. The customer's mother did not give further details regarding the emergency room visit and stated she would call back later to troubleshoot the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.